Event description:
A surgeon reported an unexpected outcome following an intraocular lens (ol) implant procedure. The lens is sitting tilted in anterior chamber. There is also corneal edema caused by the lens rubbing on the cornea due to the tilt. In the surgeon's opinion the lens did not cause/contribute to this outcome. She believes the technique of the previous surgeon caused the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Information written on the calculation form states that it is difficult to tell if the lens is also too large or just dislocated. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).